Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd micro fine¿ + pen needles failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. According to the user's report, the drug solution did not come out upon injection."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 3 bd micro fine¿ + pen needles failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. According to the user's report, the drug solution did not come out upon injection."